Manufacturer narrative:
Additional information received from the local field representative indicated that the clinic was contacted and they were not aware of any issues. They also reviewed information on remote monitoring and confirmed that all data appeared normal. However, there was no confirmation that the data was able to be sent following the patient's call to boston scientific technical services.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.